Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Reference manufacturer report number: 2017865-2022-02444. It was reported during in clinic follow up that the right ventricular lead exhibited high capture thresholds. The lead will continue to be monitored. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. The patient was stable and asymptomatic.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and the right ventricular lead was capped on (B)(6) 2022. X-ray did not find any visual lead damage. The patient was stable following the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.